Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A customer reported the equipment's footswitch presented problems and locked during a cataract with intraocular lens implant procedure. Following a system exchange, the procedure was completed with no harm to the patient.